Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was beam filtration module in the collimator was damaged. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. However, the quotation was not accepted by the customer. Similar issue was reported on another day, where the collimator was replaced to resolve the issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the beam filtration module in the collimator was damaged, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.